Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the distal hub of an epidural tubing during an unspecified infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed.visual inspection was performed on the set to look for defects such as cracks, kinks, tears and separations. No issues were found on the extension set.functional and pressure testing resulted in no leaks detected anywhere on the extension set during the gravity run.the root cause of the customer¿s leak was not identified.